Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that recharging was taking too long. The patient used to charge the implantable neurostimulator (ins) for half an hour. Recently, the patient went on medical marijuana and since then, the ins took over an hour to charge. The patient wanted to know if taking marijuana could make the ins work harder and stimulate the brain more therefore affecting the charging. The week prior to this report, the patient's health care provider (hcp) had made changes to the ins settings. The patient noticed the issue 2-3 weeks prior to this report. The patient's indication for use is essential tremor and movement disorders. No cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.